Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. A review of the quality control (qc) data shows that sodium's level 1 was out of range for six days. The ccc had the customer replace the x-tubing on the pump, mix fluid, prime and calibrate. The customer repeated qc, with level 2 resulting out of range. The customer used a fresh qc, repeated, and resulted in range. The following day, the customer repeated qc and patient samples, resulting in range. The cause of the discordant falsely depressed sodium, potassium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium, potassium and chloride results were obtained on three patient samples on a dimension exl 200 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same instrument. For sample ids (B)(6), the customer repeated the same sample once in a tube and once in a cup. The repeat results were higher than the original result. For sample ID (B)(6), the results were not reported out. For sample ID (B)(6), a repeat result was released to the physician(s). For sample ID: (B)(6), the customer reported the repeat results from the cup. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium, potassium and chloride results.